Event description:
As reported, after the two-three hour mark after use of a 6f-12f mynx control venous vascular closure device (vcd) the left side of the groin started to bleed. Staff held pressure and controlled bleeding which then started up again shortly. The patient was admitted for this bleed and continued to bleed even after a non-cordis compression device was used on this patient. The patient continued to bleed during the night and the next day a figure 8 stitch was added to the left groin sites to help control the bleeding. The patient continues to ooze but overall bleeding is starting to get better. This patient is still in the hospital for this now ooze two days later. The product was prepped according to the instructions for use (IFU) and was inserted, deployed, and removed according to the IFU. During the procedure hemostasis looked great at the unknown 8f and unknown 11f sites on the patient¿s left femoral vein. The procedure was a pulse field ablation (pfa). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after the two-three hour mark after use of a 6f-12f mynx control venous vascular closure device (vcd) the left side of the groin started to bleed. Staff held pressure and controlled bleeding which then started up again shortly. The patient was admitted for this bleed and continued to bleed even after a non-cordis compression device was used on this patient. The patient continued to bleed during the night and the next day a figure 8 stitch was added to the left groin sites to help control the bleeding. The patient continues to ooze but overall bleeding is starting to get better. This patient is still in the hospital for this now ooze two days later. The product was prepped according to the instructions for use (IFU) and was inserted, deployed, and removed according to the IFU. During the procedure hemostasis looked great at the unknown 8f and unknown 11f sites on the patient¿s left femoral vein. The procedure was a pulse field ablation (pfa). The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2517503 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿bleeding¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Access site bleeding is a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site bleeding events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.